Event description:
The customer reported that, once in a while, the device does not activate the functional test menu by pressing the strip. The device buttons did not respond when pressed. There was no reported patient involvement/adverse patient impact.